Event description:
A customer reported to a beckman coulter (bec) field service engineer (fse), who was on site for a service call, that a unicel dxi 800 access immunoassay system had generated erroneous prostate-specific antigen (psa) results. Erroneous psa results had been reported out of the laboratory. Clinicians questioned the results because results showed measurable amounts of psa for prostatectomy patients. There was no change to patient treatment in connection with this event. The customer provided patient data, which indicated the instrument in question generated false high psa, false high carcinoembryonic antigen (cea), and/or false low vitamin b12 (b12) results on (B)(6) 2014. This MDR reports the results generated on (B)(6) 2014 for three patients; the patient samples were repeated on an alternate unicel dxi 800 access immunoassay system, which generated results that are considered correct.

Manufacturer narrative:
The fse found peri-pump tubing associated with the second aspirate probe was not aspirating. The fse replaced the peri-pump tubing and verified system performance. The aspirate probe tubing was last replaced on (B)(4) 2014. (B)(4). All mdrs associated with this event: 2122870-2014-00804, 2122870-2014-00805.